Manufacturer narrative:
Event date year 2017 valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell on (B)(6) 2017 and hurt their shoulder and arm. Nothing was broken, but the patient was in pain. Patient stated they wanted to have an MRI and wondered how to have implant removed. The patient commented their physician told them not to have ins removed due to risk of infection. It was further reported that the on and off, for about the past 6 weeks, the implant site (right side) was hot. The patient then noted that they had fallen many times, but never on the left side. No further complications were reported or anticipated.